Event description:
Patient reported experiencing an increase in seizures and feeling like her battery is getting low and she may need a replacement. The patient has since been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received from the physician noting the cause of the increase in seizures is other and the increase was back to pre-vns baseline levels.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.